Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic ureterorenoscopy (urs) procedure, the jaws of the grasping forceps broke apart and the fragments fell inside the patient's bladder. However, the fragments were retrieved using another forceps. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The evaluation/investigation confirmed that the jaws of the grasping forceps as well as the handle are broken apart. The cause of this damage is mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. In addition, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.